Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from 2/15/2020 to 3/19/2020. A total of 5 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 01:17:35 am on 2/16/2020. A user initiated tubing fill of size 10.55 units was observed at 10:39:28 pm on 2/15/2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 07:47:37 am to 10:27:38 am on 2/18/2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 07:42:37 am on 2/18/2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 50 to 52 mg/dl were recorded at 5:27:48 pm to 5:42:48 pm on 2/23/2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 5:22:48 pm on 2/23/2020. The user made the following bolus request(s) while having insulin on board (iob): time: 12:23:16 pm date: 2/23/2020 iob: 1.18 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 9:32:49 pm to 9:47:49 pm on 2/23/2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 9:32:49 pm on 2/23/2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 42 to 47 mg/dl were recorded at 10:02:49 pm on 2/23/2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 9:32:49 pm on 2/23/2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 40-90 mg/dl. Bg cause was not known. Customer drank a juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.